Event description:
It was reported that the pt fell and hit his head at the implanted site about two weeks ago. During routine testing in 2008, all electrode channels showed status ok. Testing was carried out again two months later, which showed channels 1-7, 11 and 12 with status hi and two short-circuits between channels 6/7 and 9/10. Ground path impedance was not measureable. Only channel 8 showed normal results.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.